Manufacturer narrative:
The insulin pump passed displacement test, rewind test, sleep current measurement, active current measurement and selftest. The power management graph was in specification. No power error alarms in the format history file. Monitored for 8 days with no power error alarms, low battery alerts, replace battery alerts, replace battery now alarms while monitoring. The insulin pump failed prime/seating test due to corrosion on force sensor assembly. The insulin pump was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, damaged keypad overlay texture, peeling end cap address label and moisture damage on motor assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that customer had power error detected on insulin pump. The customer¿s blood glucose level was unknown. The insulin pump was returned for analysis.